Manufacturer narrative:
Blocks d9 & h3: the visions pv .014p rx catheter was returned for evaluation. Block h3: the visions pv .014p rx catheter was returned without the guidewire. Visual inspection found a zipper tear at the guidewire exit port and a bent proximal shaft. No functional testing performed. Block h6: the probable cause of the reported failure is damage during use/handling of the device. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available from the facility. Blocks b6 & b7: no information available from the facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions pv .014p rx catheter was not returned for evaluation, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used in a therapeutic peripheral procedure in the proximal sfa. When attempting to cross a severely calcified lesion, the catheter became kinked. Thus, the catheter and guidewire were removed as a system. A new catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the visions catheter and guidewire were removed as a system. There is potential for harm if this were to recur.